Manufacturer narrative:
This report is submitted on september 07, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, due to a tip foldover of the electrode array. It is unknown if the patient was reimplanted with a new device as of the date of this report september 07, 2017.